Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported while impacting the nail, the threads of the impactor broke.

Manufacturer narrative:
As returned the instrument is fractured below threaded portion, flush with step. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. This impaction head is used for treatment. Due to the occurrence of this issue, multiple changes were made to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. Field communication emphasizing the surgical technique was implemented stating: ¿impact gently on the impaction head ¿ if the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the part related to this complaint was manufactured before this implementation. The most likely probably cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 6 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used; therefore, this suggests that normal wear and tear from use was a contributing factor.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.